Manufacturer narrative:
Additional narrative: reported concomitant device is not concomitant as the depth gauge is used to measure holes in the bone prior to screw implantation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product investigation was performed. One depth gauge for 2.0mm and 2.4mm screws (part number 319.006 / lot number 5858445) was received with the complaint category of ¿device interaction: sticks/jams/stuck.¿ it was reported that the outer sleeve of the depth gauge would stick to the inner sleeve. There was approximately two minutes surgical delay due to the surgeon continuing to use the depth gauge until a backup was received. The complaint condition is confirmed as the depth gage was received with the body component (319.006.4) showing slight resistance due to scraping against the calibrated slider component (319_006_5) during use. However, this has not compromised the ability of the body component to be moved through its full range of motion by hand with light force. The balance of the device is in functional condition. Thus, the complaint condition is confirmed, consistent with the reported condition, and can be replicated. A device history record (DHR) review, visual inspection, functional test, and drawing review were performed as part of this investigation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Although the exact cause cannot be determined, the most probable root cause for this complaint is wear from use and repeated sterilization cycles over the approx. 8.5year lifespan of the device. As the reported resistance appears higher than the observed resistance it is also probable that debris was captured in the cannulation during the procedure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). No service history review can be performed as part number 319.006 with lot number(s) 5858445 is a lot/batch controlled item. The manufacture date of this item is 22-aug-2008. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records review was completed for part# 319.006, lot# 5858445. Manufacturing location: (B)(4), release to warehouse date: aug 22, 2008. Review of the device history record(s) showed that there were potential issues during the manufacture of the product that would contribute to this complaint condition. Part 319.006 lot 5858445 contained one nonconformance for a thread feature on the needle component of part# 319.006 depth gauges which were found to be significantly undersized. Many of the depth gauge assemblies exhibited a noticeable ¿toggle¿ of the needle within the slider. Both a manual pull test and destructive testing were conducted and evaluated. Based on the evaluation of the data, as well as the intended use of the devices, there was no safety or functional concerns with the devices assembled with the out-of-specification components. The relevance of the nonconformance to the complaint condition will be determined when the product is returned for investigation. The bending strength of an external thread element would be a function of the size of the minor diameter, not the major diameter since the minor diameter represents the worst case cross section in terms of bending strength. The service and repair evaluation has been completed. The customer reported the inner and outer sleeve were sticking. The repair technician reported binding as the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the depth gauge for 2.0mm and 2.4mm screws was sticking during an initial open reduction internal fixation (orif) of the clavicle surgery on (B)(6) 2017. While measuring four (4) holes for four (4) 2.7mm locking screws, the outer sleeve of the depth gauge would stick to the inner sleeve. The surgeon had to pull harder on the sleeve causing the hook of the depth gauge to release from the bone. There was approximately two (2) minutes surgical delay due to the surgeon continuing to use the depth gauge until a backup was received. The locking screws were implanted. Procedure was successfully completed without requiring medical interventions. Patient status/outcome was reported as stable. Concomitant device reported: 2.7mm locking screws (part# unknown, lot# unknown, quantity 4). This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).